Manufacturer narrative:
Mayfield infinity skull clamp (a2114) was returned for evaluation: the reported complaint was confirmed. The unit was received with the index knob sticking in the locked position. The right and left pawls were replaced due to being broken. Additionally, general maintenance and cleaning is required as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the lock on the mayfield infinity xr2 skull clamp (a2114) was sticking. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.